Manufacturer narrative:
The field service engineer (fse) primed the system and observed a burst of bubbles entering the wash pump at the end of priming. The fse removed the male fitting from the wash buffer tank and wrapped it with plumbers tape to ensure a secured seal. The fse removed, trimmed, and reattached the wash buffer tubing at the bulkhead. The fse removed the analytical module and checked the wash buffer connection at the back side of the bulkhead, and removed the acrylis wash buffer block and verified all o-rings. The fse ensured all screws and connections on the block were secured. The fse replaced the substrate probe and all six bearings on the wash carousel due to noisy rotation. The fse primed the system and did not observe bubbles. The fse performed high sensitivity (hs) lum-wash son test and hs inc-52 test; all results passed within specifications. The fse performed quality control, and it was within the acceptable range. The fse advised the customer to recalibrate the troponin I assay as qc results were on the lower end. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. Patient samples were collected in lithium heparin plasma separator tubes (pst) and centrifuged at 1,750 rcf (relative centrifugal force) for ten minutes. System check, performed on (B)(4) 2012, passed within service specifications. This medwatch report is related to MDR 2122870-2012-01800.

Event description:
The affiliate reported the customer alleged erroneously elevated troponin I (access accutni) results, for three patients, on separate days, involving the access 2 immunoassay system. This is report two of two. Subsequent analysis of the patient samples also produced elevated results, within the risk stratification and above the acute myocardial infarction (ami) limit for all three patients. The elevated results did not correlate with an alternate methodology, which recovered lower results, within the normal reference interval. The customer reviewed other recent results that were above the normal reference limit and noted the results did not meet the precision claim of the assay and did not correlate with the results of the alternate methodology. The elevated results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.